Event description:
Rn sent philips telemetry pack to biomed because it persisted in displaying "low battery." Biomed changed aa batteries and got the same issue of "low battery" within 1-2 minutes. Tech opened battery case and on removing one of the two batteries found it to be extremely hot to touch. On further investigation it was found that the negative pole spring (the battery towards the out side of the case) had slipped over the top of retaining clip and come into contact with wire from the battery closer to the touch pad. The load on outside battery was greatly increased and overheated. The battery indicator was displaying "low battery" on the unit's screen. In a simulated situation it was demonstrated that the outside battery was heating up to ~ 196.5 f degrees. The plastic retaining clip "grinds down" over time. There is no apparent way to replace the clip. Patients have complained the pack gets hot but we had never discovered the cause until now.health professional's impression: wear and tear on a plastic retaining clip that allows a negative pole battery spring to slip up over top of clip and come into contact with second aa battery. This is a subtle problem that nursing staff cannot easily visualize or fix.